Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one eea orvil 25mm automatic device. The event report alleges the product was used in a surgical procedure. The orvil anvil was observed to be tilted and separated from the tubing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as could not be determined. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic total gastrectomy procedure. The valve tip tube was coming out of the right side of the cut end of the esophagus. Then the retaining suture was cut at both ends. Upon pulling the tube out, the anvil was left in the esophagus. It was retrieved with a bailout suture. The procedure was completed with another device. The surgical time was extended by less than thirty minutes. There was no patient harm.